Event description:
On 1/2001 at 08:47 am, patient felt dizzy, light headed, tired and sleepy. Pt tested blood glucose with ot meter, and obtained a reading of 52mg/dl. Pt ate some food and drank lots of juice. Pt retested one hour later and obtained a meter reading of 55mg/dl. Due to the low blood glucose, pt drove, on their own, to the hospital to seek medical help. Pt was admitted to hospital with blood glucose of 600mg/dl. Pt has been treated by an unknown IV solution, unknown pills and unknown dose of insulin. Pt stayed at the hospital for 2 1/2 days and was discharged without any changes in medications. Pt had reportedly not self-monitored blood glucose since 1/18/2001. Pt had reportedly been cleaning meter with alcohol, a practice warned against by the MFR in the ot owner manual. Test strips have been reportedly giving low reading when used with control solution. Training has been conducted for meter cleaning and the use of control solution. Meter has been replaced. No allegations of harm have been made.